Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the patient effect appears to be related to patient morphology/pathology (disease progression). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received indicating that mitral regurgitation (mr) was not recurrent, but is persisting. The mr is being treated with optimum medical therapy and the patient has declined surgical intervention. The mr grade was unchanged when compared to the discharge mr grade and the mr was actually stable or even slightly reduced when compared to the baseline mr grade. The mr is not related to the mitraclip device. The mitraclip is stable on both leaflets. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the mitral stenosis. It was reported that on (B)(6) 2019 this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). One mitraclip ntr was implanted reducing mr to grade 2 and a mean mitral gradient of 5 mm hg. On (B)(6) 2019 the echocardiogram found that mr had gone up to grade 4 and the mean mitral gradient also increased to 7 mm hg. In the opinion of the physician the mr increase is not related to the implanted mitraclips. No additional information was provided.